Event description:
Reporter called to report an issue she had with her neuromd on (B)(6) 2024. The remote went black and she was unable to turn it off the stimulation increased on its on and she experienced a burning sensation and shock feeling.